Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What medical/ surgical intervention was performed to treat the infection? What is the surgeon opinion of the etiology of the sternal infection? Citation: interactive cardiovascular and thoracic surgery 2011;13:296-299. Doi:10.1510/icvts.2011.269001.

Event description:
It was reported in journal article ¿triclosan-coated sutures for the reduction of sternal wound infections? A retrospective observational analysis ¿ the study evaluated the development of sternal wound infections after cardiac surgery. From october 2006 to october 2007, the patient underwent cardiac surgery via a standard median sternotomy. Patient had either a conventional wound closure or wound closure with triclosan-coated sutures. In the triclosan treated group, sternal fascia was closed with interrupted suture, the subcutaneous tissue was closed suture in a continuous fashion. The skin was closed with intracutaneous suture. In the conventionally treated group, the fascia was closed with interrupted sutures. The patient may have experienced sternal wound infection and were superficial or deep with involvement of sternal bone. The most common bacteria isolated were staphylococcus epidermidis, coagulase-negative staphylococcus, enterobacter cloacae, candida albicans, staphylococcus aureus, and enterococcus faecium. Additional information has been requested.